Event description:
Iabp pressure tubing change was due. The nurse changed the tubing under sterile technique and applied pressure cable to a new transducer. The nurse unlocked the screen to calibrate the new transducer. The intra-aortic balloon pump (iabp) screen was frozen. The nurse requested assistance to unlock the screen. An alcohol wipe was used to clean the screen and in doing so, the patient was switched from a 1/1 to 1/3. Pt remained stable during swap out of new iabp pump. Iabp removed from service.